Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did a hysterectomy and removal tubes and coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included curcumin, gabapentin and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), migraine ("then horrible migraines"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb"), vitamin d deficiency ("very low vit d levels"), nausea ("nausea"), cerebrovascular accident ("stroke like symptoms (could not walk or talk, or grip things during an episodes"), nerve injury ("nerve issue"), sensory loss ("loss of sensation"), gait inability ("stroke like symptoms (couldn't walk or talk)") and aphasia ("stroke like symptoms (couldn't walk or talk)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, hypoaesthesia, vitamin d deficiency, nausea, cerebrovascular accident, nerve injury and sensory loss outcome was unknown and the migraine had not resolved. The reporter considered aphasia, cerebrovascular accident, dyspepsia, gait inability, hypoaesthesia, inflammation, medical device removal, migraine, nausea, nerve injury, pain, sensory loss, systemic inflammatory response syndrome and vitamin d deficiency to be related to essure. The reporter commented: had essure removed and all symptoms gradually going away. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : inflammation, dyspepsia, systemic inflammatory response syndrome, pain, migraine, hypoaesthesia, vitamin d deficiency, medical device removal amendment: the report was amended for the following reason: duplicate case found for same patient. All the information, source document and references of deletion case (B)(4) transferred into retention case (B)(4). This case should be deleted from argus data base. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did a hysterectomy and removal tubes and coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included curcumin, gabapentin and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), migraine ("then horrible migraines"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb") and vitamin d deficiency ("very low vit d levels"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, migraine, hypoaesthesia and vitamin d deficiency outcome was unknown. The reporter considered dyspepsia, hypoaesthesia, inflammation, medical device removal, migraine, pain, systemic inflammatory response syndrome and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : inflammation, dyspepsia, systemic inflammatory response syndrome, pain, migraine, hypoaesthesia, vitamin d deficiency, medical device removal. Most recent follow-up information incorporated above includes: on 21-jan-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did a hysterectomy and removal tubes and coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included curcumin, gabapentin and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), migraine ("then horrible migraines"), hypoaesthesia ("then numb feeling on the left side / sometime my leg is going numb"), vitamin d deficiency ("very low vit d levels"), nausea ("nausea"), cerebrovascular accident ("stroke like symptoms (could not walk or talk, or grip things during an episodes"), nerve injury ("nerve issue"), sensory loss ("loss of sensation"), gait inability ("stroke like symptoms (couldn't walk or talk)") and speech disorder ("stroke like symptoms (couldn't walk or talk)"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, hypoaesthesia, vitamin d deficiency, nausea, cerebrovascular accident, nerve injury and sensory loss outcome was unknown and the migraine had not resolved. The reporter considered cerebrovascular accident, dyspepsia, gait inability, hypoaesthesia, inflammation, medical device removal, migraine, nausea, nerve injury, pain, sensory loss, speech disorder, systemic inflammatory response syndrome and vitamin d deficiency to be related to essure. The reporter commented: had essure removed and all symptoms gradually going away. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report: inflammation, dyspepsia, systemic inflammatory response syndrome, pain, migraine, hypoaesthesia, vitamin d deficiency, medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event stroke like symptoms (could not walk or talk, or grip things during an episodes was added. Outcome of previously reported event horrible migraine was updated to not recovered. New reporter from social media was added. On 23-mar-2020: social media receive- new event nerve issue and loss of sensation were added. Reporter was added. On 23-mar-2020: social media content received: reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did a hysterectomy and removal tubes and coils') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included curcumin, gabapentin and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("het inflammation under control"), systemic inflammatory response syndrome ("at first mine was just systemic inflammation"), pain ("hurt"), dyspepsia ("then digestive issues"), migraine ("then horrible migraines"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb"), vitamin d deficiency ("very low vit d levels"), nausea ("nausea") and cerebrovascular accident ("stroke like symptoms (could not walk or talk, or grip things during an episodes"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, hypoaesthesia, vitamin d deficiency, nausea and cerebrovascular accident outcome was unknown and the migraine had not resolved. The reporter considered cerebrovascular accident, dyspepsia, hypoaesthesia, inflammation, medical device removal, migraine, nausea, pain, systemic inflammatory response syndrome and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : inflammation, dyspepsia, systemic inflammatory response syndrome, pain, migraine, hypoaesthesia, vitamin d deficiency, medical device removal. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event stroke like symptoms (could not walk or talk, or grip things during an episodes was added. Outcome of previously reported event horrible migraine was updated to not recovered. New reporter from social media was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('did a hysterectomy and removal tubes and coils') and systemic inflammatory response syndrome ('at first mine was just systemic inflammation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included curcumin, gabapentin and ibuprofen. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced inflammation ("het inflammation under control"), systemic inflammatory response syndrome (seriousness criterion medically significant), pain ("hurt"), dyspepsia ("then digestive issues"), migraine ("then horrible migraines"), hypoaesthesia ("then numb feeling on the left side/sometime my leg is going numb") and vitamin d deficiency ("very low vit d levels"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, inflammation, systemic inflammatory response syndrome, pain, dyspepsia, migraine, hypoaesthesia and vitamin d deficiency outcome was unknown. The reporter considered dyspepsia, hypoaesthesia, inflammation, medical device removal, migraine, pain, systemic inflammatory response syndrome and vitamin d deficiency to be related to essure. Concerning the injuries reported in this case, the following one/ones was/were reported via social media report : inflammation, dyspepsia, systemic inflammatory response syndrome, pain, migraine, hypoaesthesia, vitamin d deficiency, medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.